Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause - user's misunderstanding of erratic results. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Erratic results under concern were not performed back to back. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 155 and 70 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer as customer did not have strips. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: the 115mg/dl (B)(6) 2016 12:30 pm fasting:yes, the 91mg/dl (B)(6) 2016 11:35 am fasting:yes, the 111mg/dl (B)(6) 2016 08:17 pm fasting:yes, the 116mg/dl (B)(6) 2016 06:50 pm fasting:yes, the 131mg/dl (B)(6) 2016 08:24 pm fasting:yes. Memory concerns:155 mg/dl and 70 mg/dl.